Manufacturer narrative:
The unit was stuck in the motor error alarm loop during bolus and basal delivery. Analysis was unable to confirm the motor position encoder error alarm in the alarm history because the history file was overwritten. The insulin pump passed the displacement test, rewind, basic occlusion and prime tests. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The unit had a cracked case at the display window corner and a cracked reservoir tube lip. (B)(4).

Event description:
The customer called in to report a motor position encoder error. The customer reported dropping the device. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.